Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref # : (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to provided information, the pressure transducer pc (printed circuit) board was replaced but not returned for investigation. No ventilator logs were provided.since no parts were returned for investigation, the root cause of the failed pressure transducer test has not been determined.

Event description:
Manufacturer's ref #: 271759.